Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged wire) has been confirmed. As received, the electrode belt connector receptacle was damaged and the white pulse wire of the belt connector assembly was severed. The cause of the adjust belt messages is the severed while pulse wire. The cause of the severed white pulse wire and damaged connector receptacle cannot be positively identified but it is likely due to physical abuse. No adverse event resulted from the damaged pulse wire. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt messages and a damaged white wire near the electrode belt receptacle. The pt was issued a replacement monitor.